Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced fourteen infusion sets tubing leakage events at site on (B)(6) 2025. The infusion sets were used for twelve to twenty four hours. Patient replaced infusion sets and resumed insulin deliveries successfully.